Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
Postoperative catheter breakage. The patient is boy and (B)(6), accepted v-p shunt in (B)(6) 2014. No anomaly occurred in procedure. The patient had headache and vomited and low grade fever in (B)(6) 2016. X-ray report indicated that the catheter was broken in abdomen. On (B)(6) 2016 the surgeon did revision surgery and retrieved the broken piece. The broken piece and catheter were re-sewed and the surgeon finished operation. Now the patient is under monitoring at hospital. The device can't be returned due to still implanted. More information will be updated if available.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 70mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected, it was noted that the silicone housing was torn/cut and the proximal connector was missing. The valve was tested for programming with programmer 82-3126 with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. A metal connector was attached to the valve. The valve was flushed no occlusion was noted. The valve could not be leak tested due to the damage silicone housing. The valve was not reflux tested due to the damaged silicone housing. The siphon guard could not be tested due to the damage silicone housing. The valve was dried. The valve was then pressure tested at 70mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3832 with lot cpncf3, conformed to the specifications when released to stock in 14th january 2014. The root cause to the tear/cut in the silicone housing is probably be due to a sharp or pointed object, this however could not be determined. As noted in the IFU silicone has a low tear / cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. The root cause of the problem found during investigation is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism on the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.